Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 14, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of several stardrive matrix shafts were discovered in a worn condition during a restock of field equipment. The reporter indicated that the issue was most likely due to normal wear and tear. No reported patient or procedural involvement. This report is 5 of 5 for com-(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2016 reporting that there is no alleged deficiency against this product. This complaint was reassessed based on new information received. This complaint was determined to be non-reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016 reporting that there is no alleged deficiency against this product and that this device was reported with an expectation that a problem would arise in the near future.